Event description:
During insertion of subclavian cvc, the introducer needle broke off of the hub of the syringe, and is now retained inside of patient. Patient is a (B)(6) year old male who underwent an emergent ventral hernia repair due to the hernia containing the transfers colon and concern for incarceration. Post-op, remained in the ICU intubated and sedated. Diagnosis or reason for use: pt critically ill and needed cvc placement.